Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, version: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision occurred. It was reported that surgeon "lost navigation accuracy." The patient had come out of anesthesia and moved around for a few minutes before the site was able to get the patient back under anesthesia. Once settled, an imprecision of 0.5-1.0 centimeters was observed. The patient was re-registered and the procedure was continued with no further issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No complications were reported/anticipated.